Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing on the right ventricular (rv) channel. Inappropriate atrial tachy response (atr) episodes were stored. Pacing inhibition on the rv channel was noticed, however there was no asystole due to escape rate. Technical services (ts) recommended further testing. No adverse patient effects were reported. This rv lead remains in service.